Manufacturer narrative:
Additional information provided in a.2., b.3., b.6., and d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) implant surgery, a patient was experiencing wavy vision and dysphotopsia. The surgeon removed the lens on a secondary surgery. Additional information has been requested.